Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, the customer aspirated the water through the instrument suction channel, there were no abnormalities in the accessories used for reprocessing, they wiped and brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges, they brushed the instrument channel, instrument channel port, and suction cylinder. The device was returned and evaluated, and the customer¿s allegation of air and water flow issue was not confirmed. In addition to foreign objects that came out of suction port finding, the additional evaluation findings are as follows: mouthpiece was loose due to rotation stress of the water supply connector when attached to the scope connector, objective lens had a crack due to a shock caused by dropping and knocking the endoscope to a hard surface, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a white-clouded area, electrical connector had corrosion due to water leakage, air and water cylinder had corrosion due to chemical stress during reprocessing, switch 1 had a scratch due to physical stress, protector of universal cord on control section side had a scratch due to physical stress, objective lens had a crack due to a shock caused by dropping and knocking the endoscope to a hard surface, adhesives around light guide lens had white-clouded area due to cleaned, disinfected, sterilized method, plastic distal end cover had a scratch caused by mis-handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope had an air and water flow issue. There were no reports of patient harm. During evaluation of the returned device, it was found that foreign objects came out of suction port due to clogging of the suction tube in the universal cord and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected and prevented in accordance with the following instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.